Event description:
Device was deployed following MFR's instructions. However, it was placed in the external iliac artery. The stent migrated and was unable to be brought back to the desired position. No pt injury occurred, but additional stents had to be placed.